Manufacturer narrative:
Additional medical device report(s) associated with this event include: 3025141-2011-00039.

Event description:
An acumed olecranon plate was implanted approximately 5 months ago by dr. (B)(6), an orthopedic hand surgeon in (B)(6). At an unknown time the plate broke. Acumed's distributor believes the break is due to the position of one of the screws inserted in the plate that passes through the fracture line. The surgeon in (B)(6) attempted to remove the plate; however he was only able to remove the distal part. He couldn't remove the proximal part because he found a tip of a driver inside one of the proximal screws. He attempted to repair the fracture with a band pin.